Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
To date the product has not been returned. Should the product be returned this investigation will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead was attempted to be implanted but the physician was not able to extend the helix fully. The pacing impedances were out of range. The ra lead was taken out of the pocket and it as noted that that helix mechanism would not extend/retract. A new lead was used and no adverse patient effects were reported. This ra lead will be returned for analysis.